Event description:
It was later reported that an MRI of the lumbar and thoracic spine was being done. The MRI was to rule out a granuloma and to ensure that nothing was wrong with the pump. It was noted that the patient had an MRI last year to check the granuloma status. The patient showed some improvement, but ¿they want to be careful¿. The pump issues ¿started a while ago¿. The patient was seen by his healthcare provider (hcp) the week prior to the report related to the problems. The patient was due for a battery replacement soon and the patient was to talk to a surgeon/specialist to discuss the pump replacement. The device system was used to deliver sufentanil at a concentration of 50 and a daily dose of 27.484 and bupivacaine at a concentration of 15,750 and a daily dose of 80,658. Units of measurement were not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported and confirmed that there was a catheter kink and a suspected granuloma at the tip of the catheter. There was a catheter dye study performed that confirmed the kinked catheter. It was stated that there was 0.2ml aspirated from the catheter and the catheter had a volume of 0.16ml. The granuloma had not been confirmed or verified yet; however it was planned that the patient would have a magnetic resonance imaging (MRI) done. It was indicated that the patient had increased pain or pain that was not controlled and that his pump would be set at its regular simple continuous dose. The outcome of the patient and event was not provided. The drugs delivered via pump were sufentanil and bupivacaine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6), product type catheter, product ID 8596, serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).